Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735740 (software version: 2.1.0). H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0719 applies to sent the image over the camera cart shut down. A0708 <(>&<)> a110201 <(>&<)> a13 applies to three times of pressing the power button for the o-arm to be connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the manufacturer representative (rep) did the spin then when they sent the image over the camera cart shut down. They had to unplug the camera cart from the main cart. They were plugged into the red power outlet on the boom. During troubleshooting, the rep separated the main cart and camera cart, put them back together and then it took three times of pressing the power button for the o-arm to be connected. The length of the surgical delay was less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed and the provided logs did not captured any core files, segfaults, page blocks, buffer input/output (I/o) errors, graphics processing unit (gpu) crash, uninterruptable power supply (ups) errors, database errors, rabbit mq errors or any other abnormalities with confirmed the root cause of the reported camera cart unexpected shutdown issue. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15. H2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.